Manufacturer narrative:
The reported event of patient pain at implant site was not confirmed. Final analysis found that as received, a partial lead connector portion was returned in one piece measuring 16.5cm. Visual inspection, x-ray examination, and electrical testing were normal with no anomalies found with exception of damage consistent with that occurring at the time of the procedure.

Event description:
Related manufacturer reference number: 2017865-2021-32799; 2017865-2021-32798. It was reported the patient presented in clinic with pain at their pacemaker system implant site. The pacemaker and atrial lead were explanted, and the right ventricular lead was capped on (B)(6) 2021 in the same procedure without issue. The patient was stable throughout.